Manufacturer narrative:
Evaluation of the returned lantern confirmed the reported fracture on the mid-shaft. If the device is retracted at an extreme angle during removal from a parent catheter, damage such as a fracture may occur. Further evaluation revealed an ovalization near the distal tip. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra guide catheter, and a guidewire. During the procedure, the physician advanced the lantern over the guidewire and through the guide catheter. Subsequently, the physician kinked and broke the lantern 50 centimeters from the proximal end while retracting the guidewire. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same non-penumbra guide catheter. There was no report of an adverse effect to the patient.